Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 325cc, catalog number: 3507325bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 325cc and experienced rupture on the left side postoperatively. Rupture was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2020.

Manufacturer narrative:
On mar 10 2020, the mentor failure analysis lab received the device for evaluation. On mar 10 2020, additional information was received indicating the patient underwent removal on (B)(6) 2020. Device evaluation summary: during visual evaluation of the sample, a tear measuring approximately 10.0 cm on anterior expanding to posterior view was observed. Additionally on anterior view a crease within the ruptured was discovered. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The second product received (product code 350-7325bc and lot number 5754625) is a concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).